Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4) (friend/fam): information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient's implant wasn't working anymore and the battery was getting towards an age where it needed to be replaced so the patient has an upcoming doctor appointment. The battery stopped working sometime in (B)(6) 2019. No further complications were reported. No patient symptoms were reported.